Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused cough, congestion, headaches, sore throat and shortness of breath. The patient did receive medical intervention with prescribed antibiotics. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed.   Section(s) b1 and b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer previously reported as adverse event and product problem in section b1 and section b2 as other serious or important medical events. After review, it was determined that the event of cough, congestion, headaches, sore throat and shortness of breath were assesed as non serious, not reportable injury. The patient did not report to receive medical intervention. The following correction has been updated in this report to reflect the correct information. Section(s) b1, b2, has been changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
The manufacturer previously received information through voluntary medwatch (mw5103977) alleging an issue related to a CPAP device's sound abatement foam and allegedly cause cough, congestion, headaches, sore throat and shortness of breath. The patient did receive medical intervention with prescribed antibiotics. Section g2 was corrected in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cough, congestion, headaches, sore throat and shortness of breath. The patient did receive medical intervention with prescribed antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.